Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited hardware damage consistent with screen bezel separation and delamination, supported by customer-provided photographs, and a replacement device was dispatched with instructions for shutdown, data syncing to the mobile app, return of the original device, and re-initiation on the replacement. Symptoms included no adverse clinical effects or changes to blood glucose. Outcomes included continued cgm use and no need for medical attention. Investigation included customer interview, visual evidence review, and logistical tracking of the replacement and return. Investigation of this case revealed a mechanical integrity issue of the enclosure consistent with bezel/pump housing separation, with no associated device alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the external housing.